Manufacturer narrative:
The reported event of ¿helix bent during implant¿ was confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was found bent consistent with procedural damage and clogged with blood/tissue. The cause of the reported event was due to procedural damage.

Event description:
During implant procedure, the helix of the right ventricular (rv) lead was found bent. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.